Event description:
It was reported that the customer experienced a low blood glucose (bg) level while driving. Bg value was not provided. Reportedly, customer was involved in a car accident required ems assistance and the customer was hospitalized on (B)(6) 2026. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.